Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes device experienced overfill. It was reported that tubes are overfilling. "Overfilling by >10% was first reported on 4/3/2021 by one of our scientists, who did not have a lot number to provide. When I received this report I asked the staff to be aware of possible overfilling, and note the lot if it occurred. I received a report yesterday from one phlebotomist that lot #1014037 has been ¿consistently¿ overfilling. I have asked the phlebotomy team, and processing teams to be aware of the possibility of overfill, and save any ¿overfilled¿ tubes for my review. I have not yet had an opportunity to substantiate this report. As we know, there can often be some confusion surrounding what ¿overfilled¿ means for the blue tops. "